Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges artery and kidney disease, nasal and throat irritation and soreness. There was no report of medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam.the patient alleges artery and kidney disease, nasal and throat irriation and soreness. There was no report of medical intervention. The device and humidifier was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found evidence of suspect water ingress and minor contamination in the humidifier. The manufacturer confirmed there was evidence of sound abatement foam degradation/breakdown. The manufacturer concludes the contaminates found were consistent with water ingress and minor contaminant, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, d10, g3, h3 and h6 has been updated / corrected.